Event description:
Note: this medwatch is being submitted as a result of returned device evaluation. On december 19, 2006, it was reported to boston scientific corporation that during the placement of a wallstent biliary stent with unistep plus (patient age and gender unknown), the stent would not deploy. The physician successfully completed the procedure with another same device. The patient's condition was reported as "fine".

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted on the device, however, the distal stent wires had perforated the outer sheath. The outer sheath was kinked and had retracted from the tip. The t-bar connector had also detached despite indications of proper bonding. It was not possible to retract the outer sheath by hand to deploy the stent. The root cause is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; one additional complaint for failure to deploy was found for the pertinent lot. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.